Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and did not show visual evidence of a leak from the female connector. An iodine staining was observed in the silicone tubing, around the threads and occluder legs of the main body; however, there was no presence of iodine fluid that would indicate an iodine leak. The staining was most likely caused by disinfectants agents containing iodine. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine in the main body and female connector of the minicap transfer set. Traces of iodine liquid seeped out everywhere inside the ¿switch¿ of the transfer set. This occurred after use of the device for peritoneal dialysis therapy during a transfer set replacement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the actual device was received for evaluation. A visual inspection was performed which did not show evidence of a leak from the female connector. Leak, clear passage, and clamp function tests were performed with no issues or leaks. The transfer set was tested using an in-lab minicap and patient connector and no issues or leaks were observed. The reported condition was not verified. No other issues were identified during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.